Event description:
The complainant reported, that the inner portion of the safety scalpel came out the back when closing the device after use. It was reported that the inner portion flew across the room and hit the wall. There was no reported patient or clinician harm or injury.

Manufacturer narrative:
Method: complaint data was reviewed; results: scalpel; conclusions: no conclusion can be drawn, unusual event. Merit made attempts to locate the suspect device; however, the device could not be found. The device may have been discarded. A lot number was not given; therefore, the device history record could not be reviewed. There were no related incidents identified in the complaint database. The suspect device was not returned and, therefore, no conclusion can be drawn. Merit considers this a rare occurrence and will monitor for any increasing trend.